Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Sade # (B)(4). Allegedly, patient was revised due to pain and loosening. Trochanteric non-union due to inadequate reattachment and or early weight bearing. He has had lack of ingrowth of the acetabular component. Operative side: right. The dynasty biofam shell, dynasty a-class polyliner, and screws were revised. Components not revised: product name: profemur® neck a/r 8dg short cobalt chrome catalog number: phac1232 lot number: 1407107. Product name: profemur® gladiator® cemented stem sz 4 catalog number: rglcm04 lot number: 1453286. Product name: conserve® a-class® bfh® head short neck 36mm catalog number: 38am3604 lot number: 1452346.